Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's claim of image difficulty. The video image flickered and became black with horizontal lines. There was evidence of fluid invasion in the electrical connector, which caused an electrical short-circuit. There was corrosion noted in the endoscope connector, and electrical connector burndy contact pins. In addition, there was no ID data transmission due to fluid invasion. This report is being filed as an MDR in an abundance of caution.

Event description:
The hospital reported that the video image went totally black during a diagnostic colonoscopy. The procedure was completed with a different, but similar device. There was no pt injury reported.